Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was missing. The root cause for the missing receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat.